Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider (hcp) reported that the handpiece was overheating prior to the procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the handpiece would not run, motor seized. Could not verify the customer's complaint regarding excessive heat since the handpiece could not be tested. Disassembled housing and found that all internal parts also the motor and housing were all severely corroded due to dried saline. The device is beyond repair and will be scrapped. If information is provided in the future, a supplemental report will be issued.